Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, patient encountered high blood glucose level. The patient was hospitalized for 3 days due to high blood glucose. High blood glucose level was 400 mg/dl and current level was 136 mg/dl. No further information available

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: the united states.